Event description:
Event: pt reported he is currently hospitalized for an unspecified reason and will be getting a feeding tube in his stomach. Freq: swish and expel or swallow 5 to 10 ml 4-6 times daily as prescribed for the management of oral mucositis. Prescriber info: (B)(6). Ph: (B)(6), fax: (B)(6).